Manufacturer narrative:
The device has not been returned for evaluation. A follow up will be submitted when the evaluation has been completed.

Event description:
The user reported that the pressure infusion bag failed to maintain pressure. No harm or injury to the patient was reported.